Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 4 pumps were returned and investigated. There were 2 instances of a power failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Of the 96 allegations of a malfunction, 57 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a no power issue.

Event description:
This report summarizes <noe> 96</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-72 years of age and between 32 and 272 pounds. Of the reported patients, 30 were male, 66 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #3 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of power failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 96 allegations of a malfunction, 57 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a no power issue.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 96 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-72 years of age and between 32 and 272 pounds. Of the reported patients, 30 were male, 66 were female, and 0 were unknown.